Event description:
It was reported that the device was interrogated and the elective replacement indicator (eri) / recommended replacement time (rrt) was displayed. The device was cleared and it was noted that the battery voltage indicated "not available." Caller was informed that the device had experienced an eri lock up and the battery voltage will eventually display the battery voltage. Caller was recommended to check the device in the upcoming weeks to ensure the battery voltage is displayed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) non-defib lead (B)(6) 2001. (B)(4).